Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that the customer over bolused for food. Customer's blood glucose level was 56 mg/dl which was addressed by ingesting snacks. Reportedly, the customer had manual injections as alternate insulin therapy. Multiple attempts were made to follow up with the customer on the reported issue; however, no response from the customer was received.